Event description:
It was reported that the up and down arrow buttons were sticking and they required multiple presses for the pump to respond. The reporter is unaware if the pump was exposed to moisture.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: keypad was peeling at the "contrast" button, and the pump was intermittently responding to the keypad; however, the buttons were springing back normally. Adhesive and contamination were observed under button contacts.